Event description:
It was reported that the patient experienced a loss of therapeutic effect. Therapy was diminished, but not completely lost. Impedance measurements showed electrode #3 was open. The patient was programmed with the #1 and #2 electrodes. Additional information received reported that the patient got a lot better after additional programming.

Manufacturer narrative:
Neurostimulator model 7426 serial# (B)(4) implanted: (B)(6) 2008 explanted: unknown; lead model 3389-40 lot# j0333768v implanted: (B)(6) 2003 explanted: unknown; lead model 3389-40 lot# j0333768v implanted: (B)(6) 2003 explanted: unknown extension model 748240 serial# (B)(4) implanted: (B)(6) 2003 explanted: unknown; extension model 748240 serial# (B)(4) implanted: (B)(6) 2003 explanted: unknown; programmer model 7438 serial# (B)(4).